Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a call service alarm issue (078). This complaint is being reported because he issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. Animas customer support made several attempts to contact the reporter in follow up to obtain the pump model information; however, the reporter did not respond. There was no indication that this issue caused or contributed to an adverse event.